Event description:
It was reported that the patient had been hospitalized with hyperglycemia at unknown date. The patient's blood glucose levels reached 28 mmol/L (504 mg/dL) while wearing the Pod between 5 and 24 hours. The Pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. Symptoms reported include weakness, exhaustion, vomiting, confusion, elevated bilirubin levels, and ketone levels of 1.8 mmol/L (34 mg/dL) were observed. The patient was admitted to Hillingdon Hospital where they were treated with intravenous drip. The patient was unable to recall the name of the medication. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.